Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced bleeding at the impella access site after the reposition sheath was placed. Manual pressure was held at the impella access site, and sutures were deployed. An emergency computed topography scan confirmed a subcutaneous hematoma and there was no retroperitoneal hematoma. The patient's activated clotting time at the time of the bleed was 270 seconds. As a result of the bleeding, the impella cp was explanted. The patient was successfully weaned and explanted.

Manufacturer narrative:
The investigation for the reported bleeding issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the bleeding was act values (270 seconds) above the recommended 180 second maximum. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.